Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implantation procedure, the lens was found to be broken. The lens was removed and replaced with company lens during the initial procedure on the same day. There was no patient harm. Additional information was received stated that after insertion, the physician noticed that the haptic was broken.